Event description:
It was reported that the catheter had dislodged. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it is morphine. A catheter revision as being considered.